Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that two rt340 adult breathing circuits failed the vela ventilator leak test this was found prior to use on a patient.

Manufacturer narrative:
(B)(4). Method: the two complaint rt340 adult dual heated evaqua breathing circuit were returned to fisher & paykel healthcare (B)(4). One circuit was from lot 130701 (manufactured 1 july 2013) and the other circuit was from lot 130730 (manufactured 30 july 2013). Both circuits were visually inspected, pressure tested and immersed in a water bath to test for leaks. Results: the pressure test result revealed that both circuits were out of specification due to leakage coming from the two patient end connectors. This was confirmed when the subject breathing circuits were immersed in the water bath. Visual inspection revealed that there was not enough glue present in the proximal connectors, causing the reported leak. A lot check revealed no other complaints of this nature for either lot number. Conclusion: the observed leak was caused by insufficient glue being injected into the proximal connector such that they did not form a permanent seal after release for distribution. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every (B)(4). If any faults are detected the whole batch is placed on hold for investigation. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Hospital staff correctly checked the rt340 breathing circuits before patient use, which is in line with our user instructions.